Event description:
During testing at the user facility it was noted that the device door roller pin were missing. The device was returned to the biomedical dep for an unspecified reason.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, it was noted that the device door roller and door roller pin was missing. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel